Event description:
A patient reported experiencing inaccurate erratic results with a fasttake meter. The patient's blood glucose results were 235mg/dl, 170mg/dl, 135mg/dl. Tests were done less than 10 minutes apart with a difference of 33%. Patient did not experience any adverse event. No further information has been reported.